Manufacturer narrative:
H10: per good faith effort response received, the biomedical engineer (bme) noted that the device would not power on unless it was plugged into wall power, and once the device was turned on, the power could be turned off normally. The bme also stated that the power management printed circuit board assembly (pcba) was replaced to resolve the issue as the bme did not discover any faults with the central processing unit pcba. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 ventilator indicating that a 1101 "ventilator restarted due to anomalies detected during operation" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was taken out of service. The biomedical engineer (bme) called technical support to report that a 1101 "ventilator restarted due to anomalies detected during operation" error occurred, but a 3007 software exception error was not present. The bme installed the software and saw that the 1101 error code was active. The rse recommended to replace the central processing unit (cpu) printed circuit board assembly (pcba) for repair.

Manufacturer narrative:
H10. G - contact office phone number: (B)(6).